Event description:
Customer reports the softclix plus lancet will not prime to fire the device. No accidental needle stick occurred. No adverse event reported. The customer did not provide the provide the location where the malfunction occurred, or how long they have been noticing the malfunction. Upon evaluation by the MFR, it was confirmed that the lancet does not retract. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bar049.

Manufacturer narrative:
The suspect product is the softclix plus lancet.